Event description:
The ve lvas was implanted in 2000. Five months later MFR was informed that the pt had died due to multiple strokes in 2000, and when the lvad was explanted severe calcification was found on the lvad outflow valve.